Manufacturer narrative:
The cause for the discordant (B)(6) advia centaur xp hbsag when compared to the new sample (B)(6) and another laboratory (B)(6) is unknown. The initially (B)(6) and the first redrawn sample were confirmed as (B)(6). No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings".

Event description:
A confirmed (B)(6) advia centaur xp hbsag result was obtained by the customer and the result was questioned by the physician. The patient was redrawn and the result was (B)(6). The patient initial sample was sent to another laboratory for repeat hbsag testing and the result was non reactive. The patient was redrawn a second time and the result was non reactive on the advia centaur xp. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.